Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the incoming te recognition test. The cause of the failure was isolated to an open pulse wire in the cable connecting ECG a and b. The root cause of the open wire was unable to be positively identified but is likely due to excessive force on the cable section. No adverse event resulted from the defective electrode belt.

Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed the te recognition test.